Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing revealed no output and no telemetry. Further analysis determined the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device "failed" while the patient was away in mexico. It had no output. The device battery had been checked two months prior and projected 22 months of remaining longevity. It was also reported after the device was removed, it could not be interrogated and there were no green lights. The device was replaced. No patient complications have been reported as a result of this event.